Event description:
The associated health professional reported that it was not possible to insert the lead into the atrial connector.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
The associated health professional reported that it was not possible to insert the lead into the atrial connector.